Manufacturer narrative:
Additional information provided by customer medwatch.

Event description:
Received a copy of the customer's medsun report from FDA which states " a problem occurred while attempting to manage the pt's hemodynamics during an off pump coronary artery bypass grafting (CABG) and the positioning of the heart for the first of 4 distal anastomosis. The alaris pump was infusing the epi that the pt was reliant on for cardiac output; repeatedly failed (air in line) despite confirming the practitioners confirming no air in the line and completing all the trouble shooting steps. We switched to different infusion module and it worked fine. Unfortunately it was to late and we had to abandon the off pump attempt and go on bypass. We had to provide bolus epi by hand and the pt. Had period of very low cardiac output because of this. The procedure was then completed and patient was fine, no harm. What was the original intended procedure? CABG x4 lima to lad, reverse saphenous vein graft to first diagonal, first obtuse marginal and pda. We have had repeated problems with these pumps and the error message of air in line. We have had re-education of staff; had some pumps switched out and continue to have this error message."

Manufacturer narrative:
Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
The customer reported air-in-line alarms during an epinephrine infusion that they resolved by replacing the pump module. Reportedly, an off-pump CABG was being performed when the alarms occurred. A bolus of epinephrine was administered, and the procedure was changed to a bypass pump CABG.